Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result and pre-calibrated range for control solution 1 were not obtained. The patient was sent new control solution and test strips to rule out the supplies. The patient performed repeat control solution testing using the new supplies and received two results that were out of range. The result for control solution 1 was 80, and the pre-calibrated range for control solution 1 was 94-141. The result for control solution 2 was 221, and the pre-calibrated range for control solution 2 was 274-411. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
The device associated with the event was returned for investigation, and an investigation has not yet been completed. When an investigation is conducted, a supplemental report will be filed.